Event description:
The user facility reported that the valve was not functioning during pre-implant testing. The device was not in contact with the patient and no injury was reported.

Manufacturer narrative:
Add'l info has been requested from the user facility. To date the deivce has not been received for eval. An investigation has been initiated based on the reported info.